Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" aspiration could not occur. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the user could not aspirate the drug solution from the vial.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 19-dec-2022 h6: investigation summary customer returned one 0.3ml 29ga syringe. Customer reported that user could not aspirate the drug solution from the vial. Syringe was visually verified using magnification and found no damages/issues. Performed a functional test using water and was able to draw water into the syringe without any issues. A review of the device history record was completed for batch# 1144020. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was unable to confirm the customer indicated failure. The root cause could not be determined because the issue was unconfirmed.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" aspiration could not occur. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user could not aspirate the drug solution from the vial.